Event description:
The complainant reported that the automated impella controller (aic) generated a yellow alarm ¿placement signal not reliable'. The alarm continued to sound despite troubleshooting efforts. It was reported that decreasing the flows would resolve the alarm, but only for a few minutes. This aic was replaced with another aic resulting in no issues with the replacement aic. There was no patient harm reported.

Manufacturer narrative:
The investigation into the controller error/placement signal issue has been completed. The impella automated controller was not received from the customer and therefore, an evaluation of the device was not possible. The data analysis of the logs revealed the day before the complaint date, the console issued a placement signal not reliable (optical snr ¿ event set #130) alarm in response to an abnormally low signal not reliable (snr). The real time logs revealed a gradual decline in snr (labeled as raw placement signal) during the functional check for the returned console the field service engineer replaced the optical bench to resolve the issue. The cause of the optical placement signal issues was due to an optical bench with marginally low snr. This report is being filed as part of a retrospective review of historical records.